Event description:
It was reported by the international service center that the generator was sent to them for repair because there was a cooling fan error. No patient consequence reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent per service manual operational and diagnostic analysis did not confirm the reported issue of the cooling fan error screen, but an earth ground nut was found to be missing and was replaced. Additionally, per service bulletin sb11-008, the epac top (condor), cable assy, encl./heatsink fan to main, and epac bottom and tape sub-assembly were replaced and per service bulletin sb13-002, the generator was upgraded to software version 2013_1. This was unrelated to the reported issue. As the generator can be serviced/repaired by a hospital biomed, no conclusion could be reached as to why the earth ground nut was missing.